Event description:
Information was received indicating that a smiths medical deltec® port-a-cath®ii implantable access system was observed to be leaking. Chemotherapy was being infused into port but was stopped when the leaking was noted coming from the port itself. Swelling and discoloration was noted to the patients left upper arm and chest area; port site. Subsequently, the port was explanted with no further adverse effects.